Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ventilator failed the small air leak test.there was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 09apr2019. MFR. Report #:2031642-2019-02109 is a duplicate of an event previously reported under MFR. Report #:2031642-2019-02123. Any additional information will be submitted under the initially reported MFR. R,eport #:2031642-2019-02123. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.